Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 2.1, lab: 6.8. Time between testing was approximately 2 hours. Therapeutic range: 2.5 - 3.5.

Manufacturer narrative:
Investigation pending.